Event description:
It was reported that this patient's performance decreased after falling down and hitting his head on the stairs 1 1/2 months ago. Since the incident, the patient has had "a knot" on his head. The audiologist reportedly determined that the internal magnet had become dislodged. A surgery is scheduled to replace the magnet. However, the surgery date has not been reported to cochlear.